Event description:
The device was used during a procedure on the pelvic. Reportedly, the safety shield did not retract. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.